Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the ivc wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported perforation could not be confirmed, and the exact causes could not be determined. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. The timing and mechanism of the perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, the patient underwent placement of a trapease vena cava filter ten years and two months ago. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the ivc wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
Addendum for additional information received: the following additional information received per the patient profile form (ppf) indicates that the patient learned the filter was perforating through the ivc lumen nine years and six months post implantation, after undergoing a computerized tomography (CT) scan. The patient also reports to be suffering from fear, anxiety, and shortness of breath and chest discomfort. According to the information received in the medical records, the patient has a history of severe pulmonary emboli (pe). When admitted to the hospital, the filter was recommended as an ultrasound revealed significant thrombus extending from the popliteal vein to the mid-thigh region¿s deep venous structures. During the filter placement procedure via the right internal jugular vein, an ivc gram showed a normal cava without caval thrombus. There was also normal renal vein inflow at the l2 level noted. The filter was successfully deployed in the infrarenal ivc. A post-procedure venogram showed excellent filter deployment with no evidence of tilting. Hemostasis was obtained and no peri-procedural complications were encountered. Corrected data: section e1 (initial reporter name and address) additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the patient had placement of a trapease inferior vena cava (ivc) filter ten years and two months ago. Per the medical records, the patient has a history of severe pulmonary emboli (pe). When admitted to the hospital, the filter was recommended as an ultrasound revealed significant thrombus extending from the popliteal vein to the mid-thigh region¿s deep venous structures. During the filter placement procedure via the right internal jugular vein, an ivc gram showed a normal cava without caval thrombus. There was also normal renal vein inflow at the l2 level noted. The filter was successfully deployed in the infrarenal ivc. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of the inferior vena cava (ivc) wall. Per the patient profile form (ppf), a CT scan done approximately 9.5 years after implant revealed the filter was perforating through the ivc lumen. The patient also reports fear, anxiety, and shortness of breath and chest discomfort. The product was not returned for analysis. A review of the device history record (DHR) associated with lot r0308001 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety, shortness of breath and chest pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Correction to (product code).